Manufacturer narrative:
One jelco® hypodermic needle-pro® device was returned for investigation. The device was received without its original packaging. Additionally, photographs of the reported event were provided for review. A review of the device history record, relevant to the reported lot, found no discrepancies or anomalies relevant to the reported event. Visual inspection of the returned device found that the needle was not sticking out of the pro. However, a review of the provided photographs observed that the needle was extending outside of the pro. Investigation determined that there were several possible scenarios which could have resulted in the reported event; however, the root cause of the event could not be established.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
It was reported that a jelco® hypodermic needle-pro® needle caused a needlestick injury to a nurse. The nurse had engaged the safety device after subcutaneous administration of lidocaine for intravenous stick and laid the device on the bedside table. It was noted that the nurse felt the safety cap was engaged. During cleanup of the table, the nurse experienced a small prick on the left pinky finger with the needle. It was observed that the needle was sticking out of the safety device and slightly bent. The nurse was put through an exposure protocol and results were negative. No permanent injury was reported. The event was considered resolved.